Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 330 mg/dl at the time of the event. The pod was worn between 24 and 36 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn near the tip of the formed needle. Fluid was found to leak from the tear in the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone17.2 cgm sensor type: g7.